Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead could not be fixed firmly during implant. The lead was not used and was replaced. There were no adverse consequences to the patient. The patient's condition was stable before, during and post procedure.